Event description:
It was reported that a spectrum pump failed flow rate accuracy testing too high. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no: (B)(6). The device was received for evaluation. During functional testing, the device was tested for flow accuracy test and delivered at 100 ml/hr error percentage was (B)(4) and at 40 ml/hr error percentage was (B)(4). The event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be pressure plate out of adjustment. The pressure plate adjustment will be performed to address this issue. Should additional relevant information become available, a supplemental report will be submitted.